Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading ¿almost 400 mg/dl¿ and the bg meter was reading 600 mg/dl. The patient "couldn¿t think straight¿. The patient¿s husband called emergency medical services. Once ems arrived, the patient treated was with an insulin bolus, and then transported to the emergency room. At the ER, the patient was further treated with insulin, tylenol, and unspecified IV and liquid medications. The patient was discharged home three days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.